Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell six of six of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. There was an abundant flow of liquid through the cycler cassette door. Renal therapy services (rts) guided the patient to end therapy and to drain manually. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). D4: lot #: the reported lot 2514t042 is not recognized by the system. Should additional relevant information become available, a supplemental report will be submitted.